Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose readings while using the ilet and requested a factory reset; customer care assisted with the reset and advised that dosing is based on the user¿s original weight at initiation, and the user continued using a contact detach infusion set with luer connector and existing cartridge while paired to a dexcom g7 cgm. Symptoms included hyperglycemia of unclear cause. Outcomes included no hospitalization and no alerts or alarms. Investigation included customer support troubleshooting and user education regarding device operation and dosing logic. Investigation of this case revealed no device malfunction was identified, the cgm successfully paired, and the event was categorized as cause unclear for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.